Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 10/25/2016 reportedly stated a high pacing threshold. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).